Event description:
It was reported when an asymptomatic patient in clinic for routine follow-up. During the firmware upgrade, the device went into backup mode. The device was restored to the old firmware successfully. The patient was stable.